Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient had experienced a blood glucose level of 600 mg/dl due to the air bubbles. Other issues the customer complained about were calibration errors and lost sensor alarms. The customer declined trouble shooting at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.